Event description:
It was reported that during a knee procedure, metal shavings came out of the handpiece. None of the shavings entered the surgical site, and the procedure was successfully completed with no adverse consequences for the pt.

Manufacturer narrative:
The device was returned to the MFR for investigation. According to the quality engineer, there was corrosion on the internal components including the motor which resulted in friction between the internal movable components.